Event description:
An implant card was received and showed that a patient underwent full replacement. The patient's generator was replaced due to battery depletion and the lead was reportedly replaced due to high impedance. The surgeon saw the high impedance after changing out the generator and suspected there was a lead problem. The lead and the generator were both reportedly discarded after surgery and the surgeon was unaware of any serial numbers. The post-op impedance values were within normal limits.